Event description:
Event description guidant received information that soon after implant the implantable cardioverter defibrillator (ICD) and lead system displayed elevated out-of-range impedances on both the right ventricular (rv) and left ventricular (lv) channels. Measurements were normal at implant. It was further reported the rv channel was free of noise but displayed a loss of capture.

Event description:
Boston scientific received information that soon after implant the implantable cardioverter defibrillator (ICD) and lead system displayed elevated out-of-range impedances on both the right ventricular (rv) and left ventricular (lv) channels. Measurements were normal at implant. It was further reported the rv channel was free of noise but displayed a loss of capture. An invasive procedure was performed, during which the proximal rv setscrew was found to be loose. After it was retightened, no further problems were observed. The patient will be followed. The device was subsequently explanted due to normal battery depletion and returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.